Event description:
It was reported that pump displayed malfunction alarm code ¿malf 0,¿ and customer experienced blood glucose level of 361.8 mg/dl. With guidance from technical support, customer reset pump using provided pump reset instructions. Malfunction code did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged and understood instructions.